Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the stitches came out about a week ago the ins moved around. The patient was advised to follow up with their healthcare provider. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the ins was in the proper position and there were no issues when asked what actions were taken to resolve the ins moving around. Additional information was received from a consumer on (B)(6)2019 indicating that the ins was hard to find in the last couple of weeks. The patient noted they had lost some weight, they were usually (B)(6) and now they were (B)(6), and they thought it was due to the heat in (B)(6). The patient stated if they sat down wrong in the beginning, they felt the implant moving around but now they didn't feel that. No further complications were reported.